Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 386 mg/dl at the time of the incident. Customer stated that she has tape reservoir in place due to reservoir compartment had loose opening and reservoir did not stay on place so has to tape it in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. Unable to perform displacement test due to broken reservoir tube lip.